Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records indicate a patient underwent a right total knee arthroplasty utilizing attune implants. The patella was resurfaced and smartset gmv cement was used. Patient was later revised for global instability and tibial component malalignment. While the surgeon states the tibial component was easy to remove, he states the femoral, patella, and tibial tray were all well-fixed. The femoral component, insert, and tray were revised. Doi: (B)(6) 2015, dor: (B)(6) 2022 (right knee).